Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The device history record was reviewed and non of the nonconformances found were relevant to this complaint. The instrument was checked visually and functionally 100% at manufacture and passed. One helical blade inserter was returned for eval. There were nicks, scratches and wear on the gold handle and on the shaft. The alignment indicator ears had dents, the inside diameter had radial grooves or score marks. The pin inside the alignment indicator was sheared off and the sheared off portion was not returned. The portion of the pin that remained in the alignment indicator body was not able to be removed and checked because it was welded to the body. The slot and radial groove on the shaft were deformed and metal was displaced on the groove and slot.

Event description:
It was reported that the interface screw on the helical blade inserter was broken. The device was not used during surgery and breakage was discovered in the equipment room. It is unk when or how the device broke. It was also noted that the bearing was jammed.